Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope tested positive for 500 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of reviewing the information on reprocessing steps provided by the user, the following deviation from IFU was confirmed: if manual cleaning was not performed within 1 hour after the procedure, was pre-soaking performed? - no. The culture test result at the third-party labs provided by the user: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1500cfu/endoscope. Bacterial identification: pseudomonas aeruginosa. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 8cfu/endoscope. Bacterial identification: roseomonas species, micrococcus luteus/lylae. Bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. There was deviation from IFU in reprocessing steps. Therefore, we cannot deny a possibility of insufficient reprocessing due to the deviation from IFU. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.